Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#(B)(6), implanted: (B)(6) 2019, product type: lead; product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-jun-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 21-jun-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that patient (pt) was not getting good coverage so they met with pt today and when they ran an impedance check, they found that all electrodes on one of pt's leads had impedance values of 40,000 ohms or greater. Caller inquired if there is a way to tell which part of the lead is malfunctioning. Technical service specialist (tss) reviewed information. Caller was unable to confirm when this issue began or when pt began to feel as though they were not getting adequate coverage, but stated that pt only got adequate coverage for about the first couple months after they were implanted. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Event description:
A response was received from a manufacturer representative regarding patient's complaint, rep reports left side of back and leg were no longer getting coverage due to leads being out. No other therapy issue reported except normal eri. Rep also adds, there were no factors were reported by the patient, just an impedance check was done. Rep programed the other lead and patient has reported back good coverage. Patient wants to wait for a battery replacement. Patient is still deciding if she will get a lead replacement when she has a battery replacement. No date has been set yet for surgery. The issue was resolved, the patient states it is helping just having one working lead programed. Patient is not ready for a battery change yet even though she is getting an eri alarm on her remote.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.